Event description:
The customer reported the backup battery will not charge. No patient involvement was reported

Manufacturer narrative:
This backup battery was tested and the customer complaint was confirmed. This unit is locked at zero volts and will not charge. This unit will be returned to the vendor for full analysis and this report will be updated when the report is received. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This backup battery was tested and the customer complaint was confirmed. This unit is locked at zero volts and will not charge. This unit will be returned to the vendor for full analysis and this report will be updated when the report is received.